Event description:
The facility reported an infusion pump with failure code 12:303. It is not known if this failure occurred while infusion on a pt. The facility representative stated that no pt injury was reported on this pump since the last baxter service event.